Event description:
It was reported that the insulin pump alarmed an error during the rewind and prime process. The blood glucose reading was unknown. He also reported that the insulin pump alarmed sensor error and was referred to get assistance for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.